Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. The probable cause for the touch screen not responding was due to corrosion due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during programming the device touchscreen would not respond. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.